Manufacturer narrative:
(B)(4).

Event description:
The patient had her pump explanted because the catheter kept "backing out"; 3 times within a 2.5 month period. Additional information has been requested. A follow-up report will be sent if additional information becomes available.